Event description:
During the slow pathway ablation, the ampere generator would not communicate with the footswitch which caused a delay. A backup footswitch was tried, but the issue did not resolve. Swapping the ampere resolved the issue, while using the original footswitch. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified that all internal components were secured, and no physical damage was detected on the chassis exterior. Ac power was applied to the generator and a successful power on self-test was displayed as anticipated. It was also verified that all internal components were secured, and no physical damage was detected on the chassis exterior. Normal functionality of the footswitch was confirmed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period.